Manufacturer narrative:
The investigational analysis completed 12/24/2019. The device was inspected and no damage or anomalies observed. A second visual inspection was performed and reddish-brown material was found in the pebax sleeve. No internal parts were exposed. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, and a hole on the pebax surface below the polyurethane border of ring 1. The object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax sleeve. Initially, it was reported that during the procedure the stsf catheter was connected to initiate ablation and the generator did not run, as a temperature sensor error displayed. The cables were changed with no resolution. The catheter was replaced without resolution, as an impedance error displayed. A second catheter replacement resolved the issue. No adverse patient consequences were reported. The observed impedance and temperature sensor errors have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 11/1/2019, the bwi pal received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. During a second visual inspection, reddish brown material was observed in the pebax. The observed reddish-brown material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further testing was then performed. On 12/20/2019, scanning electron microscope testing was performed and mechanical damage and a hole on the pebax was observed. The observed hole in the pebax has been assessed as an MDR reportable malfunction as the device integrity was compromised. The awareness date has been reset to 12/20/2020.

Manufacturer narrative:
During an internal review on 5/5/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 6/25/2020 and section h4 manufacture date has been updated with 6/26/2019. Manufacture reference no: (B)(4).